Manufacturer narrative:
(B)(4). This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the conical extraction screw has broken, also the hss drill bit doesn't work. The lcp screw was unable to remove from the plate. There was fragment generated and removed easily without any additional intervention. The surgery was successfully completed with 1.5-hour delay. There were no patient consequences are reported. Concomitant devices reported: locking screw (part# 213.028, lot# unknown, quantity 1). Unknown locking compression plate (lcp) plate (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - drill bits: trauma. This report is 2 of 4 (B)(4).